Event description:
In pushing the suction cath through the neo-link membrane, small pieces of the membrane are ripped off and stuck to the suction cath. The tip of the sample cath, which was not used with the pt, is occluded with a fragment of neo-link membrane. Clinician reported there were no instances of use of this product with any pt in which this product appeared to have caused or contributed to any death, serious illness or injury.